Manufacturer narrative:
One device was received with a broken pole clamp, cracked tank cover, and faulty pump. Outdated printed circuit board (pcb) and power switch. Functional testing confirmed the complaint as the pump was noisy. A root cause was a faulty water pump mechanism from wear of usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the pump was making a loud noise. Patient involvement is unknown.